Manufacturer narrative:
Another ch-s400-xz-eb camera head was reported having the same issue by the same facility on the same day. This device is reported out in the medwatch with patient identifier (B)(6). The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was a e221 scope communication error. This is attributed to the faulty cable unit. In addition, the rear cover labels were found to have been erased. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the olympus representative, the e221 scope communication error was observed for the device during reprocessing. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Information of concomitant devices is not available. Device was not inspected before issue was observed. It was not reported that the device been dropped or damaged by any surface or sharp corner. No error message was displayed or reported, nor was it reported that there was foreign objects such as debris, water, dust or lint on the electrical contacts. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for this device. It is likely that the cable unit broke down due to the handling by the user, and that the image was no longer produced due to the communication failure. The instructions for use includes the following statements which may prevent the issue from happening: it is judged that the pointed phenomenon can be prevented by this. Handling and general precautions ¿ do not apply impact to the camera head. Otherwise, it may be damaged. ¿ do not bend the electrical contacts or optical connections of the video connector by striking them. Otherwise, it may become impossible to connect to the camera control unit or cause connection failure. ¿ do not round the camera cable smaller than 20cm in diameter. Otherwise, it may be damaged. ¿ when rounding the camera cable, be careful not to twist the cable. Otherwise, it may be damaged. As a winding method that does not cause twisting, there is a method in which the top and bottom of the overlapping loop of the cable are stacked alternately.